Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility, the nose cone of the device was found melted. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.